Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had error code popped up, insulin was squirted out while priming, buttons were hard to press back light was not bright as it use to be. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.